Manufacturer narrative:
Evaluation summary quality assurance analysis revealed that the unit with the soft tip detached from the distal tip of the balloon. The remaining tip had a jagged edge. The guide wire used in the case was not returned. Quality engineering was unable to determine a specific root cause for this product issue; however, it is possible that it is related to the outer diameter of the guide wire used. The tip may have been weakened from interference on the tip. Previously returned guide wires have measured above .015", and the rocket is designed for use with a .014" guide wire. Quality engineering concluded that the rx rocket met production specifications, and that no corrective action is warranted at this time. A review of the device mfg records for this product did not reveal any nonconformity associated with this device. As part of quality process all rx rocket dilatation catheters are checked for tip clearance and guide wire movement. This MDR is considered closed.

Event description:
It was reported that following a successful ptca procedure, resistance was met when removing the balloon catheter from the guide wire and tip separation was noted. Reportedly there was no pt injury associated with this event.